Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Caller reported a month or two after implant the therapy caused the patient's legs to be wobbly and weak when patient used the therapy and they had the stimulator removed in 2019.  Caller did not know if the leads wire were removed for the pain stimulator. Caller stated patient has parkinson's and they didn't know if the therapy would help patient.  No device malfunction was reported.